Manufacturer narrative:
The insulin pump was received with a detached end cap. Unable to perform the basic occlusion, prime, occlusion and no delivery tests due to the detached end cap. The insulin pump also had a bleeding liquid crystal display glass.

Event description:
The customer reported a problem with the piston rewinding through the back of the insulin pump. The customer also stated that she was hospitalized for diabetic ketoacidosis, with blood glucose levels that were out of range. The customer had ketones, and was vomiting all day. Troubleshooting was performed, and the daily totals were not adding up correctly. Advised that the insulin pump would be replaced. Nothing further was reported.